Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a full supply change, the user did not observe drops during fill tubing, removed the cartridge, and found the glass cartridge shattered within the pump with the rubber plunger stuck on the piston; fragments were ultimately removed and a new cartridge was successfully installed with insulin delivery resumed. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included no interruption of therapy after troubleshooting and no need for medical intervention. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed cartridge breakage with glass fragments lodged near the piston that were cleared by the user, with normal device function observed afterward. It was concluded that the event involved a damaged cartridge that fractured during handling or insertion, with no evidence of device malfunction after removal of debris and completion of supply change.